Event description:
Ep lab reviewed. This was a mapping catheter and there were noises on the channel when the catheter was connected to the cable. The catheter was replaced. No injury to the patient. This is an ongoing issue with these catheters. Manufacturer response for lasso 2515, lasso 2515 (per site reporter). Bsw was alluding to problem being the cables not the devices . All cables were replaced in (B)(6).